Manufacturer narrative:
(B)(4).

Event description:
It was reported that through merlin.net transmission, noise was observed. Upon interrogation, electromagnetic interference causing auto mode switching and noise reversion was suspected. There was also inhibition of pacing due to noise. Source of noise was not determined and there were no more episodes of noise. Patient was fine.